Event description:
Customer reported an issue with the spectrum monitor that may have impacted ECG monitoring. The spectrum was connected to a panorama central station at the time of the event and the customer reported that the central station did not produce an asystole alarm. No pt injury was reported.

Manufacturer narrative:
Documentation from event is currently under review. Add'l PMA no: 062098.